Event description:
Note: this manufacturer report pertains to one of two events that occurred during the same procedure. Refer to manufacturer report #3005099803-2008-04650 for a description of the related event. It was reported to boston scientific corporation in 2008, that an autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed one day prior. According to the complainant, while performing a sphincterotomy of the papilla, the wire of the sphincterotome "snapped. Nothing fell into the patient." The case was completed with another autotome rx sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, it has not been received. The device evaluation is not available; therefore, the cause of the reported wire breakage is undetermined.